Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted the hernia sac was incised revealing chronically incarcerated omentum actually protruding through this hernia defect and separating the previously placed mesh from its attachments just above the umbilicus. The facial incision was enlarged and the omental adhesions were lysed to completely return the omentum to abdominal cavity. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.